Event description:
It was reported that the atrial lead dislodged, the device was programmed to vvi. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information notes that the atrial lead was not sensing intrinsic p waves.